Manufacturer narrative:
Isi has not received the harmonic ace curved shears instrument nor the harmonic ace curved shears insert for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell from the harmonic ace curved shears insert during use. At this time, it is unknown whether the fragment fell into the patient's anatomy, or if any additional surgical intervention was required as a result. It is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace curved shears instrument "got too hot" during use and the harmonic ace curved shears insert fell out. There was no reported injury. Intuitive surgical, inc. (Isi) followed up on 2/21/2020 and obtained the following additional information: a surgeon at the site confirmed that nothing was burned as it was a fragment from the harmonic ace curved shears insert that fell out (the non-active blade). Isi has made multiple follow up attempts to obtain additional information regarding this event; however, no further details have been received as of date of this report.